Event description:
Patient reported receiving elevated blood glucose results (> 500 mg/dl), while using the suspect device. Patient stated that 1.75 hours after receiving a result of 522 mg/dl they sought treatment for hyperglycemia at the hospital. Patient indicated that, upon arrival at the hospital, their blood glucose measured 309 mg/dl using the hospital's blood glucose monitor, and 419 mg/dl, using the suspect device. Patient was treated with 8u insulin. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.